Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited noise oversensing causing inappropriate mode switch and inappropriate capture. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the patient came in for programming changes on (B)(6) 2022. The patient was in stable condition.